Event description:
See initial.

Manufacturer narrative:
H.10. Through follow-up communication with the customer, livanova deutschland learned that the initially provided information that the device was contaminated with mycobacterium "chimaera" was incorrect. The customer clarified that the device was found to be contaminated with mycobacterium kansasii and "mycobacterium" gondi.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Through follow up communication, livanova (B)(4) learned that all heater coolers have been cleaned regularly as per instruction for use, the device is placed inside theater with the fan at a right angle to the patient. The customer places the heart lung machine with the heater cooler attached with the controls 90 degrees to the left of the patient, the back of the heater cooler facing the wall, with a distance of the device from the patient of approximately 2.5-3 meters. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t on the initial test found to be contaminated with mycobacterium chimaera. The lab report is pending transmission. There is no known patient involvement.